Event description:
While in service a baxter employee reported a colleague infusion pump with failure code 810:11, in the device's event history, caused by an out of calibration ail pcb (air in line printed circuit board) and was recalibrated by service. The event occurred during product evaluation. The facility representative stated that there were no reports of patient injury, adverse event or medical intervention. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).